Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 48 mg/dl. The customer stated that the low blood glucose was not caused by the insulin pump but rather that the customer was burning up his sugars at work. The customer stated that he was going to meet with a dietician the next day and discuss meal plans. The customer believed that he was taking in too much insulin at one time. The customer was at work and therefore could not talk further. The customer confirmed that he could call back in the future for any issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.